Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) cleaned and calibrated the central control monitor (ccm) touch screen. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Per the manufacturer's sale associate, the heart-lung machine (hlm) was turned on and when through calibration. After passing calibration, the team was unable to control the gas from the sliders, they could only use local control knobs. Per the perfusionist, he restarted the pump, and after restarting the pump he noticed that the gas system took longer to warm up compared the first time. After restarting, the system warmed up properly and worked fine.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the gas could not be controlled from the sliders on the central control monitor (ccm). The system was restarted and the problem was resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.